Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the new implanted right ventricular pacemaker lead had a high, out of range impedance. In addition, the guidewire could not fully be inserted into the lead. The physician elected to use a different lead during the same procedure. There were no adverse patient consequences.